Event description:
Customer reporting 3 false positive sars results. Customer states 1 result was confirmed negative by pcr and 2 results were negative by another brand rapid antigen test. Customer refused further investigation and troubleshooting. Report 3 of 3.

Manufacturer narrative:
Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Root cause: insufficient information. Source: email.